Event description:
The customer reported that the red alarms on desat did not always alarm, although there is a desaturation of the patient.

Manufacturer narrative:
The customer reported that red desat alarms were not always sounding when a patient was desaturated. Communications with the technical response representative (trr) determined that the field service engineer (fse) did go on-site, tested the equipment (bedside and pic) and found them operating to specifications. Unfortunately, the customer was unable to provide a date/time, printed data, or a bed label so that logs could be analyzed. The fse advised the customer to keep a logbook of any future occurrences so that data could be collected. Based on the limited available information, no serious injury and/or device malfunction can be supported. The trr also noted that the customer does have a mix of bedside software with and without desat alarm capability (desat alarms were introduced in cms bedside software g). No further investigation/action is warranted at this time.